Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing pain at the infusion site, issues removing the self adhesive from the skin, and frequent e4 (occlusion) errors. On (B) (6) 2010 the pt's blood glucose measured 324 mg/dl in the morning and e4 (occlusion) error was displayed. The pt changed the infusion set and bolused through the infusion device to lower blood glucose levels. The pt's normal blood glucose range is 100-120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.